Manufacturer narrative:
Additional information has been requested. Reporter causality: related; company causality: unassessable; overall listedness: unlisted. Other case numbers: (B)(4). Sender comment: based on available data for sodium hyaluronate and a unknown temporal relationship, the causality between euflexxa treatment and the events wheezing, pneumonia, hypersensitivity, bronchospasm are considered unassessable and unlisted.

Event description:
Wheezing (wheezing); pneumonia (pneumonia); spasms on the right side of lung (bronchospasm); allergic reaction (hypersensitivity); wheezing (wheezing). Case description: this serious spontaneous report was received from a consumer in the united states. The patient, a (B)(6) female, experienced wheezing, pneumonia, spasms on the right side of the lung, and an allergic reaction during treatment with euflexxa (sodium hyaluronate), injection of unknown dose weekly for three weeks for osteoarthritis of bilateral knees. The patient reported she received euflexxa injections in bilateral knees for treatment of osteoarthritis in (B)(6) 2014 through (B)(6) 2014 (exact injection dates unknown). Patient reported she experienced wheezing (exact date unknown) and went to the hospital. Patient was admitted to (B)(6) medical center in (B)(6) on (B)(6) 2014 and was diagnosed with pneumonia. The patient reported that she was released from the hospital on (B)(6) 2014. The patient had a second series of euflexxa injections and the first injection was on (B)(6) 2015 and the second injection was on (B)(6) 2015. The patient reported "about 10 days after the second injection, she experienced wheezing and spasms on the right side of her lung." The patient reported she went to urgent care and was not admitted but was treated for "an allergic reaction". Patient reported the events of wheezing, spasms of the right side of her lung, and allergic reaction were ongoing. Patient reported she was treated with a nebulizer and medrol dose pack. The patient discontinued euflexxa after the second series on (B)(6) 2015. Medical history was reported as high blood pressure. Concomitant medication use was reported as hydrochlorothiazide, and an unknown blood pressure medication. Additional information has been requested.